Event description:
It was reported that during the new device implant procedure, the lead was unable to capture. The patient is part of the (B)(4) study. The pace/sense portion of the lead was capped and replaced. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.